Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that the device is not working and does not hold a charge, so the patient has not used it for a while. No symptoms and no further complications were reported.